Manufacturer narrative:
D9: product received date 15-july-2024. H3: one device was received for repair in used condition. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. There was no evidence to review in the event history log. The reported problem was duplicated. There was battery compartment damage, and the lcd lens was scratched replaced the battery compartment & lcd lens to fix customer's reported problem and bring pump into full functionality. Device passed all functional tests after repair.

Manufacturer narrative:
B3: unknown. H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had broken battery latch and exhibited an 41,622,1003 code. The event occurred during testing, there was no patient involvement.